Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on february 20, 2016 with blood glucose of 60 mg/dl, but was 344 mg/dl when customer left the house. Customer also had high blood glucose of 600 mg/dl. Customer was feeling sweaty. Customer's emergency room visit was due to low and high blood glucose. Customer was not admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, customer states that drive support cap appeared normal. Customer declined checking for leaks or air bubbles. Customer reported that infusion set may have pulled out of the body due to adhesive. Customer reported that time was not correct as it was an hour off, which was corrected. Customer did not have tubing clamp and was advised that one would be sent and to call when in receipt of tubing clamp.